Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a heart coronagraphy interventional procedure. Reportedly, when the plunger was removed, the needles came out with no sutures attached. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Both cuffs were still attached to the link and respective needle tips. This is indicative of successful needle deployment and suture retrieval; therefore, the reported needles came out with no sutures attached was not confirmed. Based on visual analysis of the returned device, the cause for this complaint is undetermined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.